Event description:
This report is being filed after the review of the following journal article: lu, h. Et al (2021), the curative effect of suture anchor in the treatment of ankle joint fracture with distal tibiofibular syndesmosis injury, chinese journal of orthopaedics, vol. (15), pages 1059-1065 (china). The aim of this retrospective study is to investigate the curative effect of suture anchor in the treatment of ankle joint fracture complicated with distal tibiofibular syndesmosis injury. Between january 2017 to august 2019, a total of 65 patients were included in the study. The patients were divided into two groups according to the treatment method of injury: suture-anchor repair group (using titanium alloy suture anchor [arthrex company, USA]) in 17 cases (7 male and 10 female; mean age was 43.76±15.83 years) and screw fixation group (using a 3.5 mm cortical bone screw [johnson & johnson synthes, switzerland] to fix the tibiofibular syndesmosis) in 48 cases (33 male and 15 female; mean age 39.90±13.57 years). The average follow-up time was 16.88±4.46 months. The following complications were reported as follows: screw fixation group: 4 patients had delayed union. In 2 cases, screw breakage occurred at 6 months after operation. 6 cases had poor reduction of the distal tibiofibula immediately after operation. This report is for unk - screws: 3.5 mm cortex. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.